Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01740, 509-02-432, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient with significant revision reverse total shoulder history had an allograft/prothesis composite reconstruction on the humeral side due to proximal bone loss. However patient was still having a significant number of dislocation events. Intraoperatively the patient was found to have significant retroversion of the well fixed humeral component and the glenoid component was found to be well fixed as well. A 12mm spacer and +4 poly was added the humeral component to hopefully make the patient stable long term.